Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during transport of patient on cardiosave rescue iabp(intra-aortic balloon pump), alarm occurred for iab disconnected with discontinuation of pumping. Caregivers checked all connections and re-initiated therapy. This occurred at least twice during transport. Because the caregivers re-initiated therapy with autofills, the console ran through additional helium and when near a helium refilling station, they had to refill the helium. Patient vital signs remained stable and IV(intravenous) nitroglycerin infusion utilized. Helium tank required refilling after two disconnected alarms and continued to run after refilling. There was no reported injury to the patient.